Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient has a burn on the dorsal area following a procedure during which an ambient super turbovac wand was used. The surgeon stated the system became excessively hot during use but could not confirm whether outflow suction was used. No information has been provided regarding the severity of the burn, any required treatment or the current condition of the patient.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: insufficient suction pressure, inadequate flow and circulation of saline, roller clamp affixed to the suction line not being set to wide open, secondary source of outflow not being used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.